Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case was dented and contaminated, the lower case was broken and contaminated, the bail covers and bails were missing, the ring cover was broken, the battery contacts were compressed, the battery drawer, heart lead flex and battery release were contaminated and the lead flex cover was corroded. The device was to be scrapped in-house. (B)(4).